Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown, d3, g1, and g2 email is: (B)(6).

Event description:
It was reported that the pump exhibited a cassette not properly connected error. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed a worn uso seal. The tamper seal was broken. Review of the event history log (ehl) showed cassette not attached properly alarm. A functional and occlusion tests were performed and the reported issue was duplicated. The dso was out of specification and multiple alarm messages were found in the ehl. It was determined that the cause was due to a contaminated sensor. As a result, the dso sensor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 updated d3, g1, and g2 email is: regulatory.responses@icumed.com, corrected data: h6: health effects.